Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the adjusting knob difficult to turn when the surgeon thought she was not advancing the spike? No. Was the cut line fully circumferential around the target tissue? Unknown. Were there any staples missing from the staple line? Unknown. What was the appearance of the deployed staples (b-shaped, irregular)? B shaped. What is the current status of the patient? Discharged the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was only casing half present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a laparoscopic reversal of hartmann's procedure, the registrar was using the device. She said that she didn't think she was advancing the spike so took the device out and tried again. It worked better the second time and she did hear a crunch so the washer sounded like it had worked. However, when they perhaps she'd perforated the bowel on the first attempt. It is believed the patient will have a permanent stoma.